Event description:
This is a spontaneous case report received from a (B)(6) year-old female consumer in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. In (B)(6) 2010 the consumer experienced hemorrhoids, implant site pain and tenderness, hips pain, back pain, and implant site tingling. She reported she had dysplasia of cervix (uteri) in (B)(6) 2016. She had leep (loop electrosurgical excision procedure) procedure done on (B)(6) 2016. She mentioned she never had an abnormal pap before she had the device. At the reporting time, she had not recovered from the events and the devices were ongoing. Follow-up information received on (B)(6) 2016 from consumer via regulatory authority (case# (B)(4)) (upgraded to incident): the consumer stated that couple of months after essure insertion she started having hip, lower back pain, and hemorrhoids since she got the device. It hurts constantly and when her time of the month comes around she cannot walk - it feels like the device is trying to stick out of her abdomen. She had never had problems with any pain before essure. Now she is with a pain management doctor. Treatment medication included hydrocodone and clonazepam. Quality-safety evaluation of ptc received on (B)(6) 2016 ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had cervical dysplasia (uteri). She had leep (loop electrosurgical excision procedure) done. She also started having lower back pain a couple of months after essure insertion. She was with a pain management doctor and was taking hydrocodone and clonazepam. Lower back pain is listed and cervical dysplasia is unlisted in the reference safety information for essure. The loop electrosurgical excision procedure (leep) is one of the most commonly used approaches to treat high grade cervical dysplasia (cin ii/iii, hgsil) discovered on colposcopic examination. Factors that play an important role in the development of cervical dysplasia are sexual behaviour, smoking and hpv infection. In this case, no risk factor was provided. Considering the pathophysiology of this reported event and essure's local effect at fallopian tubes, a causal relationship with suspect insert can be excluded. Although, the patient had cervical dysplasia which may explain the back pain, considering that essure may cause pain and considering that she never had pain prior to essure insertion, a causal relationship with essure cannot be excluded. Additionally, non-serious events were reported. This case is regarded as incident due to required intervention. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Manufacturer narrative:
Follow-up from 10-nov-2016: follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had cervical dysplasia (uteri). She had leep (loop electrosurgical excision procedure) done. She also started having lower back pain a couple of months after essure insertion. She was with a pain management doctor and was taking hydrocodone and clonazepam. Lower back pain is listed and cervical dysplasia is unlisted in the reference safety information for essure. The loop electrosurgical excision procedure (leep) is one of the most commonly used approaches to treat high grade cervical dysplasia (cin ii/iii, hgsil) discovered on colposcopic examination. Factors that play an important role in the development of cervical dysplasia are sexual behaviour, smoking and hpv infection. In this case, no risk factor was provided. Considering the pathophysiology of this reported event and essure's local effect at fallopian tubes, a causal relationship with suspect insert can be excluded. Although, the patient had cervical dysplasia which may explain the back pain, considering that essure may cause pain and considering that she never had pain prior to essure insertion, a causal relationship with essure cannot be excluded. Additionally, non-serious events were reported. This case is regarded as incident due to required intervention. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Despite follow-up attempts, no further information could be obtained.